Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a follow-up appointment from acl reconstruction, it was discovered that a piece of the distal tip of the instrument was lodged in the soft tissue. This was discovered during an x-ray. The patient was not complaining of pain. This was a male patient in mid to late 20s. The original surgery occurred on (B)(6) 2017. The broken device was not discovered in the or post-op. A revision surgery was scheduled for (B)(6) 2017 to remove the tip. Follow up investigation: during revision surgery the fragment was retrieved without complication. At this time the facility is not going to release the device to arthrex for evaluation.